Manufacturer narrative:
Unknown taper. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal)and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have defective tubing. "A port site revision was performed and a tear in the tubing was discovered. Physician trimmed the tubing and reattached successfully to port."

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination noted a piece of port tubing was returned, measuring approximately 1.0 inch in length. An opening was noted on the tubing. Under microscopic analysis, the opening was noted to have smooth edges, consistent with wear and thinning. A leak test was performed, and leakage was noted from the smooth-edged opening. Wear and thinning was also observed on the tubing, near the opening. Under microscopic analysis, both ends of the port tubing had striated-edges, consistent with a surgical end cut.